Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following an irreversible electroporation ablation procedure using a farawave catheter the patient experienced hematuria. During the procedure the pulmonary veins were isolated and posterior wall ablations were performed. The posterior wall ablations performed with the farawave catheter is considered off-label use. The farawave's instructions for use (IFU) sates that "the farapulse pulsed field ablation (pfa) system is intended for the isolation of the pulmonary veins in the treatment of paroxysmal atrial fibrillation." Four hours after the procedure blood was observed in the patient's urine. Fluids were administered, no other treatment or patient complications were reported. The catheter is not expected to be returned as the complication emerged after the successful completion of the procedure, when the catheter would have been discarded.